Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the bands would not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.